Event description:
We received an allegation of questionable ise results for 1 patient serum/plasma sample tested on a cobas c 311 analyzer. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Na: initial result: 90 mmol/l. Repeat result: 140 mmol/l. K: initial result: 2.8 mmol/l. Repeat result: 4.5 mmol/l. Cl: initial result: 53 mmol/l. Repeat result: 105 mmol/l. The physician questioned the initial results and the sample was then repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. The customer stated that the electrodes were due to be changed. The field service engineer identified multiple ise structural issues: ise tubing was improperly installed, ise probe was twisted in multiple places and the spring for the ise probe/cap was missing. He replaced and installed the ise probe and spring, and corrected the tubing placement. He also removed the ise cartridges, cleaned the salt buildup, and reinstalled them. He then performed an ise check and it was successful. The service actions (replacing and installing the ise probe and spring, correcting the tubing placement, removing the ise cartridges, cleaning the salt buildup, and reinstalling them) resolved the issue. No further issues were reported afterward.